Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the handle of a cannulated screwdriver broke at the end of surgery. It was a clear break and there were no fragments. Additional intervention was not necessary and the surgery was completed successfully. The patient outcome was good. There was no surgical delay. This report is 1 of 1 for (B)(4).